Manufacturer narrative:
Additional information: g4. The new aware date was updated into the complaint, since the reportability for this complaint changed (B)(6) 2020 to reportable.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for cup and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported pain and notching noted on an x-ray of the femoral neck may be consistent with findings associated with micromotion between the implant and the femoral component and microfracture of the femoral neck. However, without the explanted components for analysis, the root cause of the reported micromotion cannot be confirmed, and it cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a right hip revision surgery due to notched femoral neck microfracture and aspiration.